Event description:
Dexcom g6 sensor inaccuracy: 5:21pm g6 reading 107, finger stick reading is 68. That is a mard of 57.4%, which is outside the allowed 20% range. Dexcom no longer following up on product support complaints / requests. Dexcom g6 sensor inaccuracy: 10:08pm g6 reading 253, finger stick reading is 191. That is a 32.5% mard, which is outside the allowed 20% range. Ref report: mw5170159.